Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. The lead was diagnostically imaged prophylactically and externalized conductors were observed. No electrical anomalies were detected. The lead will be explanted and replaced